Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw0195 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that insertion was done on (B)(6) 2022 at around 10 am and on (B)(6) 2022 got complaint from doctor that catheter got disconnected from the connector assembly and got stuck in the vein. Patient status/intervention: cut approach was performed by surgeon/intensivist to retrieve the catheter. Is their in-patient hospitalization or prolongation of existing hospitalization; due to this event ? Yes. Post this event the patient had to undergo vein dissection procedure to retrieve the sucked in catheter. As per doctor suggestion patient needs at list two more days hospitalization. What¿s the current status of patient post given surgical intervention. Post surgical interventional patient shifted to normal ward and recovering as doctor mentioned.

Event description:
It was reported that insertion was done on 8th march at around 10 am and on 9th march got complaint from doctor that catheter got disconnected from the connector assembly and got stuck in the vein. Patient status/intervention: cut approach was performed by surgeon/intensivist to retrieve the catheter. Is their in-patient hospitalization or prolongation of existing hospitalization; due to this event ? Yes. Post this event the patient had to undergo vein dissection procedure to retrieve the sucked in catheter. As per doctor suggestion patient needs at list two more days hospitalization. What¿s the current status of patient post given surgical intervention. Post surgical interventional patient shifted to normal ward and recovering as doctor mentioned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the catheter becoming detached from the connector was confirmed; however, the root cause was not identified. The implicated product was one 4fr s/l groshong catheter and the returned product was one photograph and one segment of digital video which depicted a 4fr s/l groshong catheter. The video depicted the device inserted into the arm of a patient. The suture wings were attached to a statlock. An extension set was attached to the luer adapter. The distal portion of the assembled connector was obscured by a dressing. The catheter was flushed and leaking infusate appeared to emanate from beneath the dressing. The photograph depicted the device with the dressing removed. The catheter was completely detached/broken from the connector and was not visible in the photograph. The catheter shaft was observed to be detached from the connector in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the detachment. Consequently this compliant is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) damage and improper catheter/connector assembly.